Event description:
It was reported that the intraocular lenses (iols) opacified four years after implantation into the patient's both eyes. The patient's daily activities were significantly affected. The intraocular lenses remain implanted in the patient's eyes and were not available for return. No further information was provided. This report is for #2 of the 2 reported events. A separate report is being submitted for other operative eye.

Manufacturer narrative:
Catalog number: a complete catalog # is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable, as lens was not explanted. (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.